Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 6 (indicating early termination). The sensor was unable to be reprogram. The sensor was de-cased and battery was replaced. The sensor was attempted to be reprogrammed and activating and observed sensor still goes back to sensor state 6 (indicating early termination ). Inspected the plug assembly no issues were observed. The returned sensor was reprogrammed and activated and it went to sensor state 6. The returned sensor was de-cased and liquid contamination was observed on pcba(printed circuit board assembly). The batteries were replaced. The sensor was reprogrammed and re-activated and it went to state 6. The sensor was unable to be activated. Extended investigation was performed. Visual inspection was performed on the returned sensor pcba(printed circuit board assembly) and corrosion was observed on the button of the pcba. The pcba was attempted to be clean off to recover the functionality. The returned sensor was tested and it was still in state 6. Section h6 (investigation findings) code c20 (appropriate term/code not available) was selected, as adc was unable to perform further testing on the returned device. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The results when plotted on a parkes error grid fell into either the c, d, or e zone. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The results when plotted on a parkes error grid fell into either the c, d, or e zone. There was no report of death, serious injury, or mistreatment associated with this event.